Event description:
It was reported that a vessel injury occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the transseptal puncture, the physician looked to be in a good position on the septum that was slightly anterior. After the radiofrequency (rf) delivery, the wire was slightly advanced into the left atrium, but the physician was unable to track exactly where it was going, with it potentially directed toward the aorta. The was sheath was never advanced, but it was noticed on retracting the wire back, that there seemed to be a jet on color doppler on transesophageal echocardiography (tee) coming from the area of the aorta. Swelling was also noted in the tissue around that area. The physician contacted cardiothoracic (CT) surgery to have them ready if needed. Everything was pulled back to the right side, and the procedure was cancelled. The physician gained arterial access and did a contrast shot of the aortic root in a few angles, which all looked normal. The tee had no changes either. No pericardial effusion noted. A computed tomography (CT) scan of the patient was also performed, which was normal per the physician. The physician plan was to observe the patient for 24 to 48 hours and then discharge them. There were no patient complications, the patient was discharged and is expected to fully recover.